Event description:
A surgical coordinator reports the system froze during treatment. The flap had been created and was put back down. The card reader was not accepting any wave card when the issue occurred. The pt was successfully treated the following day without injury.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) verified the card reader was a rev 3 reader that was not reading the treatment card. The site's laser technician stated that they left the system power on, with a card in the card reader, for two weeks during the vacation period. The tm replaced the card reader, and performed the system verification to spec. A root cause has not been identified. (B)(4).